Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed atrial tachycardia (at)/ atrial fibrillation (af) episodes that appear to be consistent with 60hz noise. The patient was seen in the clinic and the noise was not able to be reproduced. Furthermore, the patient was not able to identify any source of the electromagnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.